Manufacturer narrative:
The event occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized for the event and was treated with an unspecified drug (intraperitoneal) and used unspecified drug infusion for the peritonitis event. At the time of this report the patient was still in the hospital and has not recovered from the event. Pd therapy was ongoing. The reporter decline declined to provide additional information.